Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with noise resulting in oversensing on their right atrial lead, causing inappropriate mode switching. The noise was reproducible with isometrics. No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.